Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 650 mg/dl. Customer had no symptom from high blood glucose reading. Customer reported they feel okay to troubleshoot. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Current blood glucose reading is 211 mg/dl. Customer blood glucose at time of incident is 300 mg/dl. . There were no leaks or air bubbles. Customer states that three days changed. Customer reported bolus wizard is programmed accurately. Customer declined to perform the high-pressure test. Customer is unable to remove and change set at this time. Product will not be returning for analysis.